Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information received reported the catheter was replaced. The catheter leaked and then it was revised. The patient was doing well and back to a habitual state. No troubleshooting was done other than catheter replacement. No discrepancies were found later.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that volume discrepancies occurred. The expected residual volume (erv) was 4 milliliters (ml) but the actual residual volume (arv) was 16 ml. The action planned was troubleshooting with the neurosurgeon. The pump and catheter remain implanted. It was unknown if the issue was resolved, if the cause was determined or if the patient had any symptoms related to the event. At the time of the report the patient's status was reported as alive-no injury. This device system delivered morphine and clonidine. Additional information was requested for event clarification including resolution and outcome, however; no further information was provided at the time of the report. Should additional information be received a supplemental report will be filed.